Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A physician reported that the vitrectomy probe could not cut during vitrectomy surgery, it also did not show any negative pressure. The procedure was completed after the pack was replaced with another one. There was no harm to patient.

Manufacturer narrative:
One opened probe was received with a tip protector, in a zip top bag. The sample was visually inspected and found to be non-conforming with the inner cutter in the port, clear foreign material on the needle, and translucent orange/brown foreign material on the port face and cutter. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality of the probe was unable to be tested due to the actuation failure. The aspiration functionality was unable to be tested, however, the actuation failure would also have impacted the aspiration functionality of the probe. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. The adhesive bond fillet is non-conforming and no adhesive was present on the inner cutter. Gouge marks were observed at a couple locations along the inner cutter. Clear foreign material was observed on the cutter, near the tip. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure. The cut and aspiration functions of the probe were unable to be tested and, therefore, the reported cut and pressure issues could not be confirmed. The cause of the actuation failure is the separation of components within the probe. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been completed associated with the inner cutter detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).